Event description:
Information received from the field notes oversensed farfield r-waves on the atrial channel. The far-r suppression algorithm was extended to 220ms. The patient was in atrial arrhythmia.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received